Manufacturer narrative:
Submit date: 2017-09-22. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer requested preventative maintenance on an enteral feeding pump. Upon triage on 2017-09-12, the service tech found the unit's lcd screen has a large black line covering parts of the wording.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿defect on lcd screen like large black line covering parts of wording¿. The unit was triaged and the reported issues were confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.